Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. Review of system log files revealed no error messages, but did display several instances of the fluoro exposure button being pressed for a short period of time, for example from 12 to 16 frames. The requirements call for the auto-brightness settling time on the imaging system to be less than 2 seconds, so 12 to 16 frames is not long enough for auto-brightness feature to work properly. An image processing component was also replaced and returned, although analysis of the part is not yet complete. The reported issue was caused by insufficient exposure time initiated by the user. The customer site was advised of this to prevent recurrence of the issue. References to this event have been added to a software anomaly tracking database, and full functionality of the imaging system was confirmed through completion of an imaging system check-out. The system was returned to the customer for normal use.

Event description:
A medtronic representative reported that during a spinal fusion procedure, 2d images acquired from the imaging system were displaying as washed out in a gray color. No error messages were displayed. The poor quality images were used for the case. The procedure was completed successfully and there was no impact to the patient reported.

Manufacturer narrative:
The suspect paxscan cpu was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The suspect device was installed on the imaging test system and the system achieved motion, generator and communication ready as expected. 2d and 3d images were successful at each initiation and the image appearance was expected during greater than one week under test. No problem found. The reported event could not be duplicated by medtronic personnel. As previously reported, the reported issue was caused by insufficient exposure time initiated by the user. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6).